Event description:
It was reported that the patient underwent an initial anterior cruciate ligament procedure on an unknown date and two revisions on unknown dates. Subsequently, patient was revised a third time on (B)(6) 2014 due to stress on the anterior cruciate ligament. The surgeon realigned and redrilled the tunnels, placed a tendon graph and a bone graph then secured with two interference screws. During this procedure a competitor screw was removed and a biomet was herloc was removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.